Manufacturer narrative:
(B)(4). The analysis showed that the device was received with the articulation mechanism damaged. The returned device was tested for functionality with a test cartridge, however when fired, the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the articulating knob was not working. A new device was used to finish the procedure. There was no patient consequence.